Manufacturer narrative:
(B)(6). Model: db-2202-30, serial: (B)(4), description: vercise cartesia.

Event description:
A report was received that during the hospitalization the patient, that is part of the (B)(6) clinical study, experienced severe postoperative delirium following the lead implant procedure prior to being discharged. The patients medication was adjusted and the event recovered. This serious adverse event was reported by the investigator as causally related to the procedure and not related to the stimulation or device hardware. The leads were subsequently explanted, the explant event was reported in MFR report 3006630150-2018-00594.